Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Forceps elevator was deformed. Adhesive on bending section rubber was detached. The bending section rubber had discoloration. Connecting tube had a wrinkle. The device cylinder is shaved. Due to the wear of angle wire, the bending angulation did not meet the standard value. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the inspection of the device, olympus repair center found that the forceps elevator wire of the device was broken and had a bent part. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. -the device wire was broken by metallic fatigue due to repeated manipulation of the forceps elevator. -the broken wire was not raised, and the device has been used without detecting the breakage. -when attaching the distal end cover, the broken wire was caught at the cover or raised during brushing. If significant additional information is received, this report will be supplemented.